Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not verified. A review of the device log shows the multifunction cable was not shorted during the 30j test. A shorted connection is required when performing a 30j test. The device was subjected to full functional testing and multiple 30j tests with no discrepancies found. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.